Event description:
It was reported to the MFR by kc sales rep that the button became porous during use and parts of the button got into stomach of the patient. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
The incident device has not been returned for evaluation. However, a follow-up report will be provided when additional relevant information becomes available. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.